Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overheating receiver and an adverse event. The patient's parents reported that the receiver overheated and burned the patient. The receiver had been in use for 2 days at the time. The patient had the receiver with its silicone case in his pocket and had a burn in its shape on his right thigh. Photos provided by the parents show a large pale red area on the thigh in the apparent shape of the receiver, with no blistering or open wound visible. There is a small area of darker shadowing on one edge that looks like a bruise; it is unknown if this spot is related to the reported burn or is from a previous sensor insertion or other cause. At the time of review no additional details were available regarding the extent of injury or of any treatment provided. Confirmation of the complaint was confirmed via photographic inspection. The root cause could not be determined. No additional event or patient information is available.